Event description:
The patient had a mr exam. She was scanned in the head first supine position with the four channel shoulder coil. Her right arm was at her side. Within 48 hours after the examination a large 2nd to 3rd degree burn was found on her inner forearm near the elbow. The interface box was directly in contact with the pt's arm during the examination.

Manufacturer narrative:
The reported field experience was confirmed. Electrical measurements found a short circuit between all lead paths due to a damaged inner insulation in the area between the header and the electrode ring. The inner coil was fractured close to the lead tip. The insulation between the ring electrode and the termination crimp ring was stretched and bent, probably due to the positioning of the lead. A cyclic bend in a narrow angle could lead to breakage of the inner coil over time due to fatigue.

Event description:
It was reported that no capture and sensing were observed. Low impedance was also noted. Once the lead was explanted, a fracture between the tip and the coil was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.